Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2020-02791. It was reported the patient experienced a fall and as a result started having high impedance issues. In turn, surgical intervention took place during which the existing lead and ipg were explanted and replaced. Effective therapy established post-op.